Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Cause was not known. Reportedly, the customer required assistance to consume carbohydrates to address lowered bg level. The customer continued to use pump for insulin therapy. The customer also had manual injection supplies available. Recommendation was made to consult with a healthcare provider regarding diabetes management.